Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported an error that resulted in high co2 delivery. There was no report of patient injury.